Event description:
Boston scientific received information from the patient that this tachy lead had disconnected while implanted. Approximately one month later, a revision procedure was performed to reposition the lead and turn the lead back on. Another surgical intervention was performed approximately six months later to correct the product performance issue however, available information is unable to confirm if the lead was replaced or repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.